Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) quit working once before because it ¿jumped the programming.¿ the patient stated that the ins was also reprogrammed. It was noted that the issue occurred in 2016. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.